Event description:
While wearing the external equipment, the pt reportedly had no sound percept. In 2005, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the pt's c1 device was no longer functioning.